Event description:
It was reported that the bd¿ blunt fill needle experienced device damage while still considered operable. The following information was provided by the initial reporter: particle dropping from the cannon.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ blunt fill needle experienced device damage while still considered operable. The following information was provided by the initial reporter: particle dropping from the cannon.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. From this information¿s it is not possible confirm the complaint. The manufacturing process are validated with defined acceptance criteria. H3 other text: see h10.

Event description:
It was reported that the bd¿ blunt fill needle experienced device damage while still considered operable. The following information was provided by the initial reporter: particle dropping from the cannon.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 3003916417-2022-00270 is a duplicate of 3003916417-2022-00120 this supplemental is to cancel MDR 3003916417-2022-00270.